Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight within specification, deformation, and crease fold. Cloudy gel and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reports left side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side capsular contracture, baker grade IV. The device has been explanted.